Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited the connection between bending section and distal end was detached due to adhesive peeling around bending tube. There was no patient involvement.